Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose level was 299 mg/dl. The alarm was cleared and pump supplies were changed to address the issue. Insulin delivery was resumed.